Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while extracting trial poly (shim + articulating surface), the shim broke at the bullet connection spot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirms the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: